Event description:
Reporting status: serious injury/medical intervention. Reporting rational: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the procedure was to treat four target lesions in the mid rca, distal cx and 1st obtuse marginal. Post procedure, the patient was experiencing chest pain. Angiography revealed a distal edge dissection next to the 2.75 x 28 mm xience v stent. An attempt was made to treat the dissection with a 2.5 x 15 mm xience v stent which failed to cross and dislodged in the patients coronary, but was successfully retrieved with a snare device. No event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: dissection and angina, as listed in the xience IFU are known adverse events with coronary stenting and not an indication of a product quality issue. Dissection can be influenced by several factors including lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent..." Direct stenting was performed. The xience IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated..." Likely, the angina is an effect of the dissection. A conclusive root cause cannot be determined.